Event description:
The patient stated that in the last month or so she has lost four v-gos from falling off after about 4 hours. Patient thinks this has happened from sweating in the heat. Patient wears them on her abdomen and sometimes is able to get them to stick back on with adhesive tape.